Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with the left operative eye (os) having discomfort at post treatment. A flap lift and rinse was performed. The patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 2.50 x -.25 x 175; left eye pre-op 20/20 2.50 x -.50 x 170. This report is for the visx laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy) - date changed to 8/22/2007. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.